Manufacturer narrative:
(B)(4).

Event description:
It was reportedly possible to program the minute ventilation sensor and the sleep apnea monitoring in this single chamber pacemaker connected to a unipolar lead. Preliminary analysis results confirmed the reported behavior that is related to a programmer software issue.

Event description:
It was reportedly possible to program the minute ventilation sensor and the sleep apnea monitoring in this single chamber pacemaker connected to a unipolar lead. Preliminary analysis results confirmed the reported behavior that is related to a programmer software issue.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under (B)(4).